Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic procedure, while implantation of two (2) healicoil knotless anchors ((B)(4), ln: 50936098 & (B)(4), ln: 50926790), the bone holes were punched up to the laser mark with the golden awl. The awl was removed and the anchors were hammered into the intended holes, the tip of the anchors broke when the anchors were hammered in (the whole process was repeated. 4 times). Finally, the procedure was completed using competitor swivelock arthrex anchors. There was a non-significant surgical delay, and no further complications were reported.

Event description:
It was reported that during an arthroscopic procedure, while implantation of the healicoil knotless anchor, the bone hole was punched up to the laser mark with the golden awl. The awl was removed and the anchor was hammered into the intended hole, the tip of the anchor broke when it was hammered in (the whole process was repeated 4 times). Finally, the procedure was completed using competitor swivelock arthrex anchors. There was non-significant surgical delay, and no further complications were reported.

Manufacturer narrative:
Additional h6 code (health effect - impact code) was added. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion. This case reports the breakage of the healicoil anchor tip and it is unknown if the broken tip was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B5 was corrected.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was not returned in the original packaging. The distal tip was not returned. The distal plug and proximal body are still intact and in place. There is bio debris on the inserter. A functional evaluation showed that knob one advanced the plug as intended and knob two advanced the proximal body as intended. A material assessment could not be performed due to the part in question not being returned for evaluation. This case reports the breakage of the healicoil anchor tip and it is unknown if the broken tip was retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device instruction for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force on insertion. No containment or corrective actions are recommended at this time.